Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient encountered that while sleeping the infusion set came off due to weak adhesive, and it led to high blood glucose level. Due to this the patient was admitted to the hospital on (B)(6) 2024 at 12pm and was in coma. The length of hospitalization was seven days, and the high blood glucose was treated by IV insulin drip (intravenous insulin infusion). No further information available.